Event description:
It was reported that a balloon rupture occurred. The 50% stenosed target lesion was located in the moderately tortuous and mildly calcified arteries and veins of the left forearm. A 5.0 x40, 75cm gladiator balloon catheter was advanced for dilation. During the procedure, it was noted that the balloon ruptured. The device was removed without any problem. There were no patient complications as a result of this event.

Manufacturer narrative:
Device evaluated by MFR: the gladiator device was returned to our post market quality assurance laboratory. A visual examination identified that the balloon was not folded, which indicates that the device was subjected to positive pressure. A leak test was carried out and the balloon was inflated to its rated burst pressure for 30 seconds using deionized water and digital timer without issue. A vacuum was then applied. The inflation device was verified at 24 atmospheres, before and after use with calibrated pressure gauge. This inflation to rate of burst pressure was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. As per hub the rated burst pressure for this device is 24 atmospheres. No issues were noted with the tip of the device. A visual examination found no issue with the markerbands. A visual and tactile examination found no kinks or damage to the shaft of the device. This concludes the product analysis.

Event description:
It was reported that a balloon rupture occurred. The 50% stenosed target lesion was located in the moderately tortuous and mildly calcified arteries and veins of the left forearm. A 5.0 x40, 75cm gladiator balloon catheter was advanced for dilation. During the procedure, it was noted that the balloon ruptured. The device was removed without any problem. There were no patient complications as a result of this event.